Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert due to nsln episodes. Decreased r-wave amplitudes and decreased pacing lead impedance were observed. A micro-dislodgement was suspected. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.